Event description:
The nursing staff was preparing to move a pt out of bed. The pt was combative and the nurse stated the brake disengaged, causing the bed to move towards her and injuring her knee. The nurse was treated with a knee ace bandage and given ibuprofen.

Manufacturer narrative:
The tech inspected the bed and found the brake pedal engages when firmly pressed down, but if you push the brake pedal at one end of the bed, it does not fully engage the brake pedal at the opposite side of the bed. He also found the holes in the frame where the cross shafts go through look oblong, allowing too much play in the linkage. The technician replaced the casters and used washers to remove the play in the linkage, but the issue remains. Repairs have not been completed.